Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed with the thumb advancer and the tube set retracted. The safety release was proximal and moved freely. These findings are consistent with the reported product experience and use of the safety release function. The external and internal components were in the correct retracted positions with the exception of the locator wings. The locator wings were broken at the distal retaining ring, but remained attached to the device at the proximal retaining ring and pusher body bonds. This type of damage is consistent with the reported excessive force used to remove the device form the pt's anatomy. Based on the investigation findings, the most probable root cause for the broken locator wings and subsequent difficult removal was related to the operational context in which the device was used. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after firing the clip, the device could not be removed from the pt anatomy. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The device was removed using counter-traction and one firm pull. Hemostasis was achieved after 4 minutes of manual compression. There was no adverse pt sequelae reported. Though requested, no additional information was provided.